Manufacturer narrative:
No product was returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. The customer's blood glucose level was reported to be 173mg/dl. During troubleshooting with tandem technical support, the customer was able to reload a cartridge onto the pump and resume insulin delivery.